Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a battery error on their insulin pump. Customer stated they inserted a new battery and their insulin pump shut off for two hours. The customer's blood glucose was around 6 mmol/l. Customer stated there was no damage to their battery compartment or battery cap. The customer also stated their insulin pump's screen was not damaged. It was also found the customer had a battery out limit alarm on their insulin pump. Customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.